Event description:
Boston scientific received information that the patient with this device reported feeling small shocks near the device area. The device was interrogated and there had been no recent shocks delivered and all measurements were within normal limits. Subsequently, the pocket area was swollen and very hot. There was suspicious of an infection and oral antibiotics were prescribed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.